Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the reload was loaded into a pmv representative instrument (powered handle) for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastrectomy, after loading egia60amt to idrive, scrub nurse checked closing and opening of idrive and confirmed solid green light on the "staple indicator" of idrive. There was no blinking and three indicators of idrive were solid and green light. Surgeon tried to fire idrive with firing button, and all of sudden it stopped. It was not fired. So surgeon pull out idrive and changed to new idrive and new cartridge. They could finish procedure without any event. (Used) there was no tissue damage. And patient status is stable.